Event description:
Dexcom was made aware on 11/04/2024, that on 11/03/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 11/03/2024, it was reported that the patient experienced a skin reaction with an abscess and pain, at the needle puncture site, which occurred 3 days after the sensor had been inserted in the arm. The patient went to the emergencies, where he was given an injection containing antibiotics in the upper buttocks. The patient was prescribed cephalexin 500mg 2 times a day for 7 days. The patient stayed overnight, and an x-ray and ultrasound were performed to look for a possible sensor wire in the abscess. The patient was advised to monitor the area of the abscess, and if it would still be painful after a couple of days, to return to the hospital. Performing incision and drainage has been discussed as a possible treatment if the abscess does not disappear. At the time of the report the area was still red, and the patient stated that the intensity of the pain was 7/10, even with the medication. The pain also caused him to have a bit of nausea. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).